Event description:
It was reported that the intravenous (IV) pole was stuck in the upright position. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in poor condition due to bent actuator pole. Functional testing found faulty relays inside the rolling base preventing the pole from working as intended. The root cause of the reported issue was found to be faulty electronic assembly. Replaced both relays, actual pole, actual pole switch, and fan filter. Device passed all functional testing.

Event description:
Additional information was received which included the event date and that no patient was involved.